Event description:
A tandem mobi cartridge alarm was reported by the customer. It was confirmed that there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump and instructed the customer on how to put the current pump into storage mode before returning it. The customer will continue using their current pump until the replacement is received and acknowledged the instructions for returning the problematic pump.